Event description:
It was reported that the pt received a cupulae mobile retentive on (B)(6) 2011. According to the report, during unclipping of the prosthesis, it resulted in dislocation. The pt required to be revised. Due to dislocation, the pt underwent revision surgery on (B)(6) 2011. Notes: complaint re-opened on (B)(6) 2013. As part of a corrective action which was initiated on the 10/21/2013 (see CAPA(B)(4)), this complaint has been reported to FDA retrospectively.

Manufacturer narrative:
The affected devices have been received and investigated. During the trend analysis, no trend was identified. The quality records indicate that this component met all requirements to perform as intended. After dimensional checks, the head has been impacted in the mobile cup with the same equipment used by the surgeon. The head seems to be correctly impacted: it was movable in the cup and it is impossible to remove. Visual examination of both mobile cup and head was correct. They appeared not to be damaged. Dimensional checks of the inside of the mobile cup and of the outside of the head were done through 3d equipment: the two elements were within specification. Measurements are conform with drawings on the device. Based on the given info and the results of the investigation, we were not able to identify a specific root cause for this issue, the dislocation of the head from the mobile cup might have been caused during impaction of the head during surgery. It is important to carefully impact the head in the mobile cup during insertion. At this time, zimmer (B)(4) consider this case closed. However, we will continue to monitor and trend for similar reported events. (B)(4).